Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they have a tear in their meniscus and they need an MRI. Patient said they haven't felt anything in years and they don't remember what point they noticed they didn't feel the stimulation anymore. Patient stated in the past the machine died last time and the doctor said it was approved so they put another one in but they never thought it brought them relief for this particular medical condition. Patient mentioned they have had a morphine pump. Patient stated they think the ins is dead but they need an MRI. Patient stated they did not have a pp for the implant. Patient stated they did not have hcp for the implant and they like to get the ins remove. Agent reviewed device function, MRI eligibility form, mdt rep role. Agent emailed phy listing. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.